Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump was received with a broken belt clip slot, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had off no power anomaly. The customer's blood glucose was 150 mg/dl at the time of incident. The insulin pump will be returned for analysis.